Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 13 years post vena cava filter deployment, during a scheduled retrieval, imaging demonstrated an alleged detached filter limb. The filter and detached filter limb were successfully captured and retrieved with a recovery cone device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided for reviewed. The investigation was inconclusive for the alleged detached filter limb. Based on the available information, the root cause was unknown. There were several potential root causes identified for recovery fractures. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 13 years and nine months post vena cava filter deployment, during a scheduled retrieval, imaging allegedly demonstrated five attached filter arms. The filter and was captured and retrieved with a recovery cone device. Previous imaging conducted approximately two months pre-retrieval and one year and two months pre-retrieval demonstrated five attached filter arms. The location of the alleged detached arm was reported as unknown. The patient was advised to get a dedicated chest x-ray and abdominal x-ray. The patient was reported as doing fine one day post retrieval.